Event description:
A nurse reported that surgery had begun when it was noted that the vacuum was less than desired in the irrigation/aspiration mode. The aspiration did not work well enough to complete the case in a normal fashion. There was no harm or injury to the patient.

Manufacturer narrative:
A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The company service representative examined the system. The irrigation/aspiration tips were found to be clogged. The tips were cleaned and the situation was discussed with the customer. The system was then tested and found to meet specifications. The root cause of the reported poor vacuum in I/a mode is attributed to clogged I/a tips. (B)(4).